Event description:
Customer reports "patient was punctured, when wanting to place the cvc, the needle of the valved syringe when directed it bends and when it is extracted it breaks". It was reported the patient was stable and there was no injury or medical intervention required.

Manufacturer narrative:
(B)(4), the actual sample was not returned; however, the customer provided one photo for evaluation. The complaint of a broken cannula was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The customer report of a broken needle cannula was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports "patient was punctured, when wanting to place the cvc, the needle of the valved syringe when directed it bends and when it is extracted it breaks.". It was reported the patient was stable and there was no injury or medical intervention required.